Event description:
The customer observed calibration failure, higher controls and higher patient results for the architect cyclosporin assay. The customer had received a product information letter but did not realize the mismatched reaction vessels in use. The reaction vessels were replaced in order to resolve the issue. No impact to patient management was reported since the suspect results were not reported out.

Manufacturer narrative:
No consequences or impact to patient. (B)(4). The cause of the archtiect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv